Event description:
It was reported by the patient that their heartbeat was racing with a rate between 180 and 198 and the cardiac resynchronization therapy defibrillator (crt-d) did not go off. The patient noted being in a cold sweat for four hours. The patient believed the device was not programmed appropriately. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 638rl30 heart ring, implanted: (B)(6) 2014; 3058 ipg, implanted: (B)(6) 2011; 3889-28 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.